Event description:
It was reported that the patient experienced several low flow alarms. The low flow software upgrade was requested on (B)(6) 2022. The exact reason for the request was not provided. On (B)(6) 2023 an abbott fcs performed a software upgrade to v1.7 with low flow threshold 2.0 lpm on both system controllers. The patient stated they had a restriction at the outflow graft due to suspected obstruction. This was potentially the reason for the recurring low flow alarms. The obstruction was scheduled to be treated on (B)(6) 2023 by placing a stent. The patient seemed to be stable and asymptomatic. They were not currently admitted to the hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: review of the submitted CT scans showed that the outflow graft bend relief was not properly attached to the graft attachment. Evaluation of the submitted log files confirmed low flow events. It was reported that these events were due to the patient¿s suspected outflow graft obstruction, however the obstruction was unable to be confirmed through this evaluation. The account submitted two CT images for evaluation. Figure 1 of the submitted photos showed the outflow graft before intervention, and figure 2 of the submitted photos showed the outflow graft after intervention. Evaluation of the submitted log files for the backup controller confirmed intermittent low flow events. On (B)(6) 2023, the log file captured the software upgrade from version 1.5 to version 1.7. Following this upgrade, the patient continued to have intermittent low flow alarms that occurred when the flow fell below the low flow threshold of 2.0 lpm to as low as 0.7 lpm, which was suspected to be due to an obstruction. On (B)(6) 2023, the obstruction was treated by placing a stent. The parameters appeared to return to normal after the obstruction was stented. No other notable events or alarms were captured. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures" (under "preparing the sealed outflow graft"), contains information on how to prepare the sealed outflow graft for implant. Section 5, under ¿de-airing the pump¿, explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section then instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5 of the IFU, under "securing the pump and connections", cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. The IFU instructs that once the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Furthermore, the hm3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the low flow software upgrade minimized the low flow alarms. The patient underwent the scheduled interventional stent procedure on (B)(6) 2023. Flows were 4 l/min (liters/minute).

Event description:
It was additionally reported through the research article, "the heartmate3 left ventricular assist device outflow graft sub-occlusion - a growing problem but with a simple solution," that a percutaneous approach to resolve outflow graft obstruction is a simple and safe solution. This case study reports on the events that occurred on a 69 year old male heartmate 3 patient, implanted for end stage ischemic cardiomyopathy. The patient was implanted in (B)(6) 2020, and 33 months after implant, the patient experienced low flow alarms, a decreased exercise intolerance, and peripheral edema. A transthoracic echocardiography was performed and showed the patient had normal left ventricular dimensions and moderate aortic valve insufficiency. An angiography computed tomography showed narrowed lumen of the outflow cannula due to a thrombus in between the outflow graft and bend relief. An invasive ramp test was also performed and confirmed the thrombus finding. The patient was treated with an endovascular approach, which was done using a right trans carotid access. A catheter was place retrograde into the outflow graft, up to the junction point between the pump housing and bend relief. In order to perform the operation, lvad speed and flow were reduced. Upon completion of the procedure, pump flow immediately improved. The patient was extubated without neurologic complications.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event extrinsic outflow graft obstruction (eogo) could not be confirmed based on the provided information; however, evaluation of the submitted log files confirmed low flow alarms. According to the account, flow improved following an outflow graft stenting procedure. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of aortic valve insufficiency, decreased exercise intolerance, and peripheral edema could not be conclusively established through this evaluation. Evaluation of the submitted log files confirmed intermittent low flow hazard alarms occurring on (B)(6) 2023. Estimated flow recovered to a range of 4.1-4.6 lpm on the same day, consistent with the reported events following the outflow graft stenting procedure. No other notable events or alarms were captured. The patient remained ongoing on the heartmate 3 lvas, serial number (B)(6), until the patient passed away on (B)(6) 2023 (manufacturer's reference number 2916596-2023-04903). The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the hm 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 5 of the IFU, under ¿de-airing the pump¿, explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section then instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5 of the IFU, under "preparing the sealed outflow graft", contains information on how to prepare the sealed outflow graft for implant. The IFU instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Additionally, section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU, under "securing the pump and connections", cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. The IFU instructs that once the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Furthermore, the hm3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.